Manufacturer narrative:
Expected or random component failure without any design or manufacturing issue the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the e238 error is due to a scratch on the electrical contact of endoscope connector. The probable cause was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited an e238 scope communication error code. There was no patient involvement.